Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated with two programmers. The measured battery data was 2.69 v, 15 ua, 5.7 khoms with approximately five to ten months till elective replacement indicator (eri) in 2007. The outputs were 3.5 v in the atrium and 2.75 v in the ventricle with autocapture programmed off. A new programmer displayed erroneous lead impedance greater than 2000 ohms with a very slow and difficult interrogation.